Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause jolting sensation and lack of pain relief was not determined. The patient would like the ins explanted. As of now there is not a surgery date. The patient has an appointment with their doctor on (B)(6) 2018 and a rep will be at that appointment. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not getting pain relief from the ins and has not charged it. The patient did not want to keep the ins charged because they feel a jolting sensation when there is any charge in it whether the ins is on or off. It was noted that the ins was not in overdischarge. When the patient feels the jolting sensation their legs feel weak and they have fallen once. The patient wanted to get the ins removed, but an explant had not yet been planned/scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's healthcare provider wanted the representative to reprogram the ins and try to achieve some coverage/pain relief. There were no plans to explant the ins. No further complications reported.